Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (defective electrode belt) has been confirmed. Upon eval, the cable running from the distribution node (dn) to ECG c and ECG d was pulled from the strain relief. The cause for the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report a defective electrode belt. The pt was provided with a replacement electrode belt.